Event description:
As reported to coloplast though not verified, patient implanted with aris sling on (B)(6) 2009 and later experienced pain, sustained permanent bodily injuries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.